Manufacturer narrative:
(B)(4). If follow-up, what type?: correction: catalog # the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to challenging patient morphology/pathology due to the short and tethered posterior leaflet. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that the clip delivery system (cds) was advanced to the mitral valve, and the leaflets were grasped, reducing the mitral regurgitation grade (mr) from 4+ to 1-2 in the patient with degenerative mr. It was noted that visualization was difficult due to the patient anatomy. Upon deployment, the clip detached from the posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr returned to 4+. The second cds was advanced and the clip was deployed successfully reducing the mr to 1+. There was no clinically significant delay and the patient had a good outcome. The patient was stable post procedure. No additional information was provided.